Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 52 mg/dl. It was unknown how the customer treated for their low blood glucose. Auto mode was not active at the time of the incident as the transmitter was charging, no harm requiring medical intervention was reported. The pump will / will not be returned for analysis.